Manufacturer narrative:
Analysis found no anomaly with the extension.

Manufacturer narrative:
Concomitant product: product ID 3708160, serial # (B)(6), product type extension. (B)(4).

Event description:
The patient's healthcare provider (hcp) reported that impedance testing at the time of implant found "impedances outside the normal parameters" with the patient's extension, with impedance values higher than 10,000 ohms. The patient's extension was replaced as a result of the event and the issue was resolved. There was reportedly "no" patient involvement with the event. A supplemental report will be filed if additional information is received.